Manufacturer narrative:
(B)(4).

Event description:
It was reported that the 2nd diagonal vessel was treated with a 3.00mm x 12mm maverick 2 balloon catheter during the procedure. The balloon could not be inflated so the physician pulled the balloon back to exchange it. As the balloon was being returned into to guide catheter the balloon broke off from the shaft. The physician was able to retrieve the balloon and the shaft as they had both stuck in the guide catheter. It was noted that there was no harm to the patient.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, and conclusion codes updated. Device evaluated by MFR. Returned product consisted of a maverick 2 balloon catheter, analysis determined the condition of the returned device was consistent with the complaint incident. The hypotube was completely separated 50cm from the hub. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. There were numerous kinks throughout the hypotube. There was no damage to the balloon. An inflation device filled with water was connected to the remaining distal end of the device by attaching a toughy and a stopcock to the fractured hypotube. The device was inflated to the rated burst pressure for 5 minutes. The catheter maintained constant pressure and there was no indication of any leaks or other anomalies. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that the 2nd diagonal vessel was treated with a 3.00mm x 12mm maverick 2 balloon catheter during the procedure. The balloon could not be inflated so the physician pulled the balloon back to exchange it. As the balloon was being returned into to guide catheter the balloon broke off from the shaft. The physician was able to retrieve the balloon and the shaft as they had both stuck in the guide catheter. It was noted that there was no harm to the patient.